Event description:
The customer states the unit failed the flow rate, and no adverse event or patient was involved. Upon follow up on (B)(6) 2018 the customer stated that the issue occurred during testing with a new feeding set. The pump did not run for 15 minutes prior to testing. The customer did use the correct head height of the feeding bag and ensured that the tube was not overstretched during installation. The volume to be infused was set to 150ml at a rate of 30ml. The unit delivered 25mls in 12 minutes. It is not known if/when the rate changed.

Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.